Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of an right ventricular (rv) lead the lead exhibited high thresholds. A second rv lead was attempted and also exhibited high thresholds. Both leads were attempted but not used and a replacement lead was successfully implanted. No patient complications have been reported as a result of this event.